Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at abdomen on (B)(6) 2015. Patient uses over the counter flonase, prescription skin tac, and kt sorts tape for skin preparation, pain and adhesive support. The date of medical intervention is unknown. No further event or patient information is available.